Event description:
It was reported that during a lap hernia procedure, the clips were not closed correctly. Another like device was used to complete the procedure. There was no adverse consequence to the patient. No further information is available.

Manufacturer narrative:
Date sent: 12/9/2008. Information anticipated, but unavailable at this time.